Event description:
Jaw of instrument broke off during laparoscopic cholecystectomy. Physician has opted not to retrieve foreign body at this time. Customer further stated they will not release instrument for evaluation.